Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called and said he thought his dialysis cycler was not draining him completely, and he may have been overfilled. The pd patient stated he felt uncomfortable, so he disconnected in dwell 3 and drained 4200ml manually on (B)(6) 2016: (B)(6). The reported manual drain volume of 4200ml following dwell 3 was 187% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow-up was made with the patient's registered nurse (rn), stated she had spoken with the patient regarding the occurrence and confirmed one (1) instance of increased intraperitoneal volume (iipv) during treatment on (B)(6) 2016. The nurse stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. The patient discontinued peritoneal dialysis treatment on (B)(6) 2016 during cycle 3 and felt full. The patient performed a manual drain of approximately 4200ml and but did not require hospitalization or medical intervention as a result of the increased intraperitoneal volume (iipv). The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment and subsequent treatments pending delivery of the replacement cycler. A replacement cycler was delivered to the patient, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. During treatment testing, a personalized flash drive was inserted into the complaint cycler and the treatment data was properly written to the iq drive at the completion of the test treatments. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.